Manufacturer narrative:
H.6. Investigation: a device history record review was performed for provided lot number 191115. The review did not reveal any detected quality issues during the production process that could have contributed to this reported incident and all inspections were found to be within specification. To aid in the investigation of this issue, two picture samples were returned for evaluation by our quality engineer team. Through examination of the pictures, white foreign matter was observed on the cannula surface. This foreign matter was identified as epoxy, which is the adhesive used to join the cannula to the hub component. It has been determined that this incident resulted from a malfunction in the epoxy dosage machine, which resulted in a higher quantity of epoxy being added to the cannula. H3 other text : see h.10.

Event description:
It was reported that needle 26ga 1/2in contained foreign matter. The following information was provided by the initial reporter: "I would like to inform you that we found needles with a glue dot on them during our production. The rate is low, 27 out of (B)(4) units. Nevertheless thank you to be more vigilant during your production in order to avoid this defect because it is hardly detectable for us when the protector is on the needle."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that needle 26 ga 1/2 in contained foreign matter. The following information was provided by the initial reporter: "I would like to inform you that we found needles with a glue dot on them during our production. The rate is low, 27 out of 3500 units. Nevertheless thank you to be more vigilant during your production in order to avoid this defect because it is hardly detectable for us when the protector is on the needle."